Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, pt's mother reported the pt's infusion device is alarming with an e4 (occlusion) error. Had pt disconnect from the infusion site and run a prime through the infusion tubing; insulin emerged successfully. Mother stated the infusion adapter, insulin cartridge, infusion tubing and the infusion site were all changed today. Advised to change the pt's infusion site. On follow up call on (B) (6) 2010, pt's mother reported when they changed the infusion site, they noticed the cannula was bent and it was outside of the pt's body. Mother stated because of this, the pt's readings were higher than normal up to 19.2 mmol/l (345.6 mg/dl) for 2 hours that day. Pt's normal blood glucose is 5-7 mmol/l (90-126 mg/dl). Mother reported they changed the infusion site after the initial call, had the pt bolus for the elevated readings, gave her plenty of fluids to drink and did not allow her to eat for a few hours until her readings came back down. Mother stated the elevated readings only lasted for 2 hours. Mother reported the pt's readings are currently back to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.